Event description:
It has been reported that a revision surgery was performed due to disassociation of the pt's patella.

Manufacturer narrative:
The purpose of this investigation was to determine the reasons for the returned patella component loosening. Macroscopic photo analysis and dimensional inspection were performed on the returned patella component and insert. The returned component has cement well bonded inside the patella cement groove and the cement came loose at the patella component/bone interface. The back side of the patella has damages along the periphery. The tip of the peg was deformed and could have occurred after the component became loose. The patella component has mild scratches on the articulating surface that likely occurred during articulation. The patella component has two small deformed regions on the periphery of the articulating surface that likely occurred during articulation. The articulating surface of the insert was slightly burnished and has pitting on the surfacethat likely occurred due to third body. The backside of the insert also has burnished areas. The ps post of the insert was burnished and has deformed region due to cam/post engagement during articulation. The critical interlocking dimensions of the insert were checked against the ip using standard operator self-inspection instruments. The periphery, locking detail, a-p width, and m-l width were all within specification. The dovetail and t-u depth could not be measured accurately due to the deformations present. Analysis of the returned patella revealed the loosening occurred at the cement/bone interface. After loss of cement adherence to the bone, further loading of the patella would have led to the deformation of the peg. The cause for the debonding of the cement/bone interface was not able to be determined from the available information.